Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during preparation was found something white inside the flush port, was not possible to flush the catheter. The procedure was stopped, and the device was replaced. Then the procedure was completed successfully without patient complications. The catheter is expected to be returned.

Event description:
It was reported that a farawave 31 mm during preparation was found something white inside the flush port, was not possible to flush the catheter. The procedure was stopped, and the device was replaced. Then the procedure was completed successfully without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed with no issue. The catheter's array was also able to be deployed and undeployed with no resistance.